Event description:
A hospital in (B)(6) reported that the valve of an rt443 adult breathing circuit did not calibrate with the ventilator and that there was no pressure build up during set up.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually inspected, pressure tested and also submerged in a water bath to test for leaks. Results: the visual inspection revealed no physical damage to the complaint device. The pressure test and water bath test identified the leak to be in the swivel of the exhalation valve assembly. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the leak was caused by a failure of the seal in the swivel possibly due to a moulding defect. Our user instructions that accompany the device state the following - check all connections are tight; check system for leaks before connecting to a patient; verify that ventilator alarms are set to detect loss of pressure and over pressure. This is the only complaint of this nature for the rt443 that we have received in the last 12 months.